Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. When the patient was asked when was the last time they felt stimulation, the patient stated that their implantable neurostimulator (ins) would ¿trick¿ the patient¿s body into thinking there was stimulation throughout her body. This issue occurred with the patient¿s non-rechargeable ins. There were no further complications reported or anticipated.